Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) and continuous ambulatory pd therapy. The cause of peritonitis was not reported. It was unknown whether the patient was hospitalized for the peritonitis. Treatment for the event was not reported. At the time of this report, the patient was not recovered from the peritonitis event. The action taken with dianeal and extraneal therapies was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.